Manufacturer narrative:
A qualified viscoelastic was indicated. (B)(4).

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned in a specimen cup. Viscoelastic is dried on the lens. The lens was cleaned with lphse. The lens is scratched on the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. The reported scratch was observed. The root cause for the scratch cannot be determined. A plunger override cannot be verified because the lens was returned outside of the device. The plunger was retracted to mid-nozzle. No device damage was observed. Plunger override may occur: due to rapid advancement faster than the directions for use (dfu) recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with viscoelastic, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the plunger went past the lens causing marks and scratches on the lens. Additional information was requested.